Event description:
It was reported that during a tonsillectomy procedure, using the coblator ii controller, the flow control valve would not work, preventing the irrigation tubing from being inserted. The procedure had to be canceled and rescheduled, as there was no back up unit available. There was no further info provided regarding the rescheduled procedure.